Event description:
It was reported that the patient experienced a loss of therapeutic effect about one week prior to the report. The patient was not able to adjust stimulation in an attempt to address the loss of effect. Interrogation determined the device was powered off. The device was turned back on and the patient was able to feel stimulation in the vaginal area at 1.1v in group 4. The patient felt it a little high so she decreased it to 0.90, and stimulation was felt more in her rectum. It was also reported that the patient noticed the lead protruding the day of the report. There was no known accident or incident related to this complaint. No patient outcome was available. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that patient had been to doctor twice because it seemed that the implanted device was not helping at all. The doctor checked the battery power in the device and found that it still had some power in it. Patient was prescribed with enablex. With just the device, it did not help patient. Patient was taking enablex every day and had the implant turned on. She had to frequently change the program on the implant. When she started having urination way too many times in a day, she had to change the program. This method helped for a while. The implant was affecting patient's bowels. It did not cause diarrhea, but it did cause urgency in bowel movements. Patient needed the implant for urinary incontinence only. It was noted that this had been an on-going thing in patient's life for the several past years. Patient would continue using the device as long as it works.

Manufacturer narrative:
Product ID: 3093-28, lot#: v157404, implanted: (B)(6) 2008; product type: lead, product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008; product type: programmer, patient. (B)(4).